Manufacturer narrative:
Third device has been received. An evaluation of the device has not been completed at the time of this report. A follow up report will be submitted upon completion of the evaluation.

Event description:
Facility reports that pump overinfused, an intermittent therapy: intended to be delivered over 24 hours was actually delivered in much less time (reported as "several hours"). The actual amount of time the infusion occurred within was not known by the reporting facility. The pump was programmed in the intermittent mode of delivery of acyclovir, an anti-viral medication. A 2 hour dose of 169ml was to be delivered every 8 hours. A ko rate of 0.4ml/hr was run for the 6 hours between doses. There was no adverse outcome to the patient as a result of this event. The situation occurred at the patient's home and the device was being carried in a fanny pack at the time. The source container was filled to 524ml by the pharmacy prior to the event.